Event description:
During evaluation of the returned device, inaccuracy seen at the lowest depth of the magnet tracking test.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of the sensor is giving inaccurate readings was confirmed. There are inaccuracies seen at the lowest depth of the magnet tracking test. The root cause of the failure was identified as an internal sensor failure.